Event description:
I used renu with moistureloc from late 2004 till oct 09, 2005 when I had a detached retina. I was treated for an eye infection which turned out to be fungal but was initially treated at hosp ER as conjuntivitis. Infection cleared and my eyes remained dry. Several months later had detached retina with 2 corrective surgeries. Vision in both eyes impaired, especially left.